Event description:
It was reported by the pt that a day after their coronary drug eluting stenting treatment procedure, they developed a hypersensitivity reaction. The pt had a taxus express2 3.00 x 16 mm drug eluting stent implanted in 2005. The next day the pt developed itching on the upper back. The following day the itching moved to their chest and they developed a red rash up to their face. They started benadryl. They spoke to their cardiologist who believes this is a reaction to plavix. The pt stated that they had 'secretly' taken themselves off the plavix 1 1/2 days and they saw no change. Their physician changed pt from plavix to ticlid 4 days after the stent was implanted. The pt contacted bsc as they would like information about other documentation of rashes and the recommended treatment. They also inquired about removal of the stent should they be allergic to paclitaxel or the polymer coating. They were advised to follow up with their physician for a recommended treatment plan and possible consult with an allergist. The pt is a retired dentist.